Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The DHR indicates reported devices were manufactured and accepted into final stock with no discrepancies. The chr indicated that there were no similar events for reported lot. Visual evaluation confirmed the event. Testing was not possible due to condition of the device. An mar concluded "the pegs of the triathlon patella broke in fatigue." And "no material or manufacturing defects were observed on the components examined." Although information such as pre/post-operative x-rays and the primary op report as well as patient history, follow-up notes were not provided to complete a full investigation, the investigation results suggest patient factors contributed to event.

Event description:
It was reported that patella pegs separated from patella dome. Virtually no cement was found on the back of the patella except for cement in the peg holes. Upon examination of the cr bearing insert, the surgeon noticed a pitted surface and concluded that the wear came from third body wear (cement from the patella). Surgeon replaced the patella with a (B)(4) and replaced the bearing insert with a (B)(4).

Event description:
It was reported that patella pegs separated from patella dome. Virtually no cement was found on the back of the patella except for cement in the peg holes. Upon examination of the cr bearing insert, the surgeon noticed a pitted surface and concluded that the wear came from third body wear (cement from the patella). Surgeon replaced the patella with a 5550-6-339 and replaced the bearing insert with a 5531-6-716.